Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a sp instrument sheath accessory as an discrepant return material authorization (RMA). There was no alleged malfunction reported against this product. The coextrusion component of the sheath was dislodged and as a result was stuck on fenestrated bipolar forceps. There was no complaint against the product to assess the effect of its failure.

Event description:
The sp instrument sheath was an incidental return. There was no issue reported for this product.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information from advanced failure analysis (fa) : initial fa was confirmed. The instrument's proximal clevis exhibited a lodged component. Specifically, the lodged component appeared to be a distal coextrusion from an instrument sheath. The coextrusion appeared to be firmly attached to the distal end of the instrument, and did not appear to be easily removed without cutting. The coextrusion's internal white material appeared to exhibit signs of being autoclaved. The sp I&a manual section 3.4 postoperative instructions, instrument sheath removal subsection step 2 has the following note: "if needed, pinch the distal tip and gently twist and push to remove it from the instrument shaft . Sterile gauze may be used to more firmly grasp the sheath while twisting. The goal of the quoted step is to disengage the sheath's distal ring from the instrument's distal end, and if the step is not performed the sheath's distal coextrusion ring can get stuck and remain on the instrument's distal end after removing the rest of the sheath, due to the distal ring being torn from the sheath during the action of removing the sheath. Only the instrument with the lodged component was returned, and the sheath which the coextrusion originated did not appear to have been returned. Since the sheath was not returned, it was not determinable if the sheath had a manufacturing defect.